Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that she/he was hospitalized due to high blood glucose. Customer's blood glucose at time of 911 called was 600 mg/dl. The customer was admitted to the hospital. The customer cause of 911 called was diabetic ketoacidosis. Customer is on intensive care unit and long acting insulin right now and there are going to keep her for an extra day or two. The customer stated the first couple of hours while in the hospital they try giving her bolus but it wasn't coming down and that is went they removed the pump. The customer was explained the 2 high blood glucose rule. The customer was advised to change entire set, reservoir and insulin and treat.